Event description:
The patient reported that subsequent to the implant of a protegen sling and rectocele repair, they experienced dyspareunia, vaginal bleeding, pelvic pain, urinary tract and bladder infection, numbness in their legs, hematuria and urge incontinence. Patient reported that nine months after the sling was implanted, their "bladder fell back down into their vagina." The device remains in the patient. Therefore, no failure analysis is available. The company's directions for use outline as potential complications: "infection."